Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens (iol) implant procedure, after activating the lever, the plunger did not move, there was no displacement of the piston through the release of gas. There was patient contact. Additional information received stating that when the iol was inserted, the injector did not work properly and the iol was inserted with the cartridge. There was no patient harm.